Event description:
Initially the patient called the baxter technical service representative (tsr) indicating he was experiencing pain during therapy drain. The patient ended therapy and contacted his facility nurse. Durning a follow up call, the facility nurse indicated the pain did not resolve and the patient was seen in the emergency department (ed) and admitted due to a diagnosis of peritonitis. The patient was diagnosed with non-culture positive peritonitis. The patient was treated with unknown antibiotics, has been discharged from the hospital and remains on peritoneal dialysis therapy.

Event description:
On (B)(6) 2010, the wife of the hp provided the following additional information. The hp was hospitalized on (B)(6) 2010 after experiencing abdominal pain. He was discharged (B)(6) 2010 with antibiotics intraperitoneally for 1 week, vancomycin and tazicef, doses unknown. The solution that the hp was using before the diagnosis is unknown, but the wife stated that he is using a different solution at this time. The cause of the peritonitis was family members failing to use a mask. The hp has made a full recovery and remains on pd therapy using the home choice.

Manufacturer narrative:
(B)(4). Additional information obtained. A batch review was performed for potentially associated lot numbers gd874834, gd876474 and gd877266 with no defects found during the manufacture of these lots. The engineering review concluded that the root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of three reports associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should additional information be received a follow up report will be submitted. This is the second of three reports for this event.